Manufacturer narrative:
System updates pending: no results available since no evaluation performed. (B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the exact cause for the valve malposition cannot be confirmed although the patient¿s moderate ventricular septal hypertrophy is a possible cause. Furthermore, it is possible procedural factors [improper positioning prior to deployment, less than optimal coaxial alignment of the delivery system and the valve during deployment] may have contributed to the event. There is no allegation or indication of a malfunction of the valve or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure, the 23mm sapien xt valve was deployed too aortic 90:10 aortic/ventricular (a/v) causing moderate to severe paravalvular leak. A second valve was deployed more ventricular 60:40 a/v reducing the paravalvular leak to trace. During this case a bav was not performed. At pre-deployment the valve was positioned 70:30 a/v. The coronaries were confirmed to be patent. The patient's aortic root and leaflet calcification was moderate with a porcelain aorta. There was no mitral annular calcification. Ventricular septal hypertrophy was moderate. Coaxial alignment of the delivery system and the valve was described as fair. Image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture.